Manufacturer narrative:
Additional information provided in h.6. And h.11. No physical product has been returned for evaluation. A review of the sap where-used parts list could not be reviewed as the customer did not retain the affected lot information. A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. The application of the temporary deviation is unknown. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be established as a product has not been received and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of picking the correct part/quantity. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic cannula was clogged, the tip seems abnormally narrow and will not flush completely upon first use. The procedure details and patient impact were not reported. Additional information was requested.